Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. No medical documentation and suboptimal imaging studies were available for this review. Product appropriateness and patient candidacy could not be fully assessed due to the lack of information. Cautionary product use conditions that might have contributed to this complaint included: a dual angled (50 degree lateral and 40 degree anterior) aortic neck; and, the aortic extension was two sizes larger in diameter than the main body stent. Immediately post implant, there was evidence to support a persistent type ii (late blush that filled the entire sac) and an early, unknown endoleak at the right mid-body blushing. These endoleaks might have contributed to the eventual stent separation and type iii endoleak. The covered portion of the aortic cuff appeared to be juxtaposed to the left renal ostium; flow was less brisk than the right renal artery flow. The patient had a diagnosis of acute kidney injury one day post implant, but no infarcts were mentioned on the report. Approximately 30 months post implant, there was evidence to support a complete component separation and a type iiia endoleak without rupture. The secondary procedure of two bridge stents and the final patient disposition could not be substantiated due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be conclusively determined; however, the clinical assessment indicated a dual angled aortic neck, which might have been a factor in this event.

Event description:
It was reported that approximately 31 months post implant of a bifurcated device and a suprarenal aortic extension, there was an endoleak. Reportedly, the patient presented symptomatic with component separation between the bifurcated device and the suprarenal aortic extension. The physician elected to treat the patient with two infrarenal cuffs. The patient is doing fine.